Event description:
The caller alleged discrepant results when compared with the lab results reported. The caller also alleged discrepant results when repeated, the test in inration meters. 6.8.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. The test 1 and 2, the mean is greater than 5.0 and difference between inr's is > 2.2, so confidence cannot be determined and it is inaccurate as per the internal procedure. The test 3, the inratio and lab values are within the confident limit. Product will be investigated. Also the patient repeated the test in inratio meters. The results and calculations are as follows. As per internal procedure the acceptance criterion for imprecision is a %cv of 20 or less. As per the calculation for this event the criterion the %cv is 2.05 which is less than 20%. So the criterion is met and product will not be investigated.